Event description:
Procedure performed: diagnostic laparoscopy. Event description: I use optical trocars from applied to perform laparoscopies. I attempted to perform a laparoscopy today and when we removed the trocar, we saw broken plastic. I tried to explore the 5 mm incision to see any broken plastic fragments and didn¿t see any. I disclosed this to the brother and we have placed a safer report and the trocar is with [hospital personnel]. Diagnostic laparoscopy was performed on our patient, and they used kii fios ref ctf03 5x100mm lot 179919. Upon taking out the port the resident noticed that a piece of the trocar was gone, approximately 1mm. They went back in and they didn't see anything. They listed it as mfg kii fios but when I look that product number with kii fios up online, I see applied medical is the mfg? Are you able to notify them and return it for investigation? I would like to wait until the md confirms no harm, unless [hospital personnel] or [hospital personnel] can do that here. It does not seem like there was harm and the potential is low. Additional information provided by [hospital representative] on 05jun2026 via email: to my knowledge there were no pieces that fell into the patient. I do not know the answers to the rest of the questions¿its sounds like this was noticed that it was broken before use. Additional information provided by [hospital representative] on05jun3026 via email: no pieces fell into patient. One cannula was inserted. Inserted by push straight down at a 90 degree angle. Yes, there was difficulty during insertion. Additional information provided by [hospital representative] on 24jun2026 via email: I followed up and no pieces fell into the patient, and the trocar was not inserted. Additional information provided by [applied medical representative] on 24jun2026 via email: below [hospital representative] confirms that the trocar was not inserted. The surgeon¿s technique is to enter optically but no scope as the trocar wasn¿t inserted. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.